Event description:
The customer reported that the touchscreen on their device was timing out too quickly, which also made the screen less responsive when entering values or unlocking the pump. There was no adverse impact to the customer's blood glucose level mentioned. The customer declined further follow-up from technical support and is in the process of acquiring a renewal pump.